Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll bns contained foreign matter. Verbatim: complaint via email. I wanted to let you know that we have opened ncmr (B)(4) for another batch of rm10155. During incoming inspection, streaks of particulate were observed on a few syringe samples. Please see the attached photo and batch information below. I also attached notification scar (B)(4). There are no deliverables but please make sure this is shared with the proper personnel so this issue can be looked into. Additionally, please reach out to the manufacturer and let us know how we can proceed with dispositioning this batch. Lot# 5230886 was received on 02-19-2026. It was inspected on 03-11-2026 and I confirmed the nonconformance the same day. The batch was entered into ncmr on 03-12-2026. Yes we have the three nonconforming samples.